Event description:
A facility reported that, following intraocular lens implant procedure, patient experienced cloudy vision. The lens was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).